Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass noted. Unable to perform displacement test due to lcd damage noted. Cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had many scratches on display window. Customer's blood glucose was unknown mg/dl.